Event description:
It was reported that the insulin pump alarmed button error. The customer stated that the device might have been exposed to sweat. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case on display window corners, a cracked display window, a cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.